Event description:
The customer reported being hospitalized due to hypoglycemia. The blood glucose reading was 115mg/dl. It was stated that the customer had seizure. The customer also reported that the insulin pump had a battery error alarm. Assisted the customer with clearing the alarm and correcting the time and date on the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.